Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Event description:
It was reported that a patient found a connection issue with a transfer set during use. The patient found a loose connection when connecting a new minicap to the transfer set. There was patient involvement however no injury reported associated to this issue.